Event description:
Additional information from the field representative indicates that the device was explanted due to normal battery depletion. The device is not available for return as it was disposed.

Event description:
Boston scientific received information that this pacemaker¿s battery test performed multiple times upon interrogation as unexpected. The ventricular pace percentage has decreased however all other measurements were within normal limits. Boston scientific technical services (ts) discussed that the increase in battery life was due to the decrease in pacing percentage. Furthermore, ts stated that the magnet rate still showed less than 1 year remaining and suggested checking the device frequently. This pacemaker still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.